Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message" was confirmed during both archive data review and functional testing. The root cause of the ua07 was the failed load cell module 2. The cracked cover and load cell failure were likely attributed to mishandling such as a drop. Unrelated to the reported complaint, visual inspection revealed that the front enclosure was cracked. The observed physical damage was most likely attributed to user mishandling, such as a drop. The front enclosure was replaced to remedy the observed physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around and on the reported date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The root cause of the ua07 was the defective load cell module 2, and it was replaced to remedy the fault. Following service, load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for the autopulse platform with serial number (B)(6). Ccr 22273, reported on feb 22, 2016 and ccr 43133, reported on dec 21, 2018, the load cell was replaced to remedy the ua07 issue.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(6)) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on and during compression. The customer was unable to clear the advisory and immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response.